Event description:
It was reported that the ventilator was auto-triggering. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was auto-triggering. The field service engineer inquired with the user for details and specifics but was unable to obtain specifics. He was unable to reproduce the user complaint. The ventilator was returned to the customer and cleared for clinical use after calibration and passed functional and safety tests per factory specifications. No part was replaced and no further issues have been reported. No event date was set, but the evaluation of received device logs shows that ventilation was run 135 minutes on (B)(6), 2019, which will be used as the date of event. Ventilation mode was set to non invasive ventilation pressure support (niv ps) and several alarms for mainly high pressure and high respiratory rate were generated. No trend logs were received to further shed light on the incident. No related technical faults were logged the last years. The device logs contains alarms indicating both leakage and high pressure. When such alarms occur, it is important to check the patient and the patient breathing circuit, but also to check ventilator settings and alarm limits. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. High airway pressure may lead to injury and stop of ventilation. Audiovisual alarms will be generated when set alarm limits are exceeded. Note. Self-trigger situations can occur if the level of trigger sensitivity is set too high or if there is a leak in the patient circuit. It can also occur with some combination of lung characteristics in the patient, for example patients with high expiratory resistance, together with patient tubes that are softer and spring more, for example lightweight disposable tubes. The conclusion in this matter is that the reported issue with high respiratory rate and ventilator auto-cycling is indicated in the device logs, most likely caused by leakage in the patient circuit. Received device logs do not indicate a technical ventilator malfunction.